Event description:
It was reported that the patient presented in the operating room on (B)(6) 2017 for a generator change due to normal elective replacement indicator. During the procedure, upon interrogation it was noted that an inappropriate ventricular fibrillation episode was triggered on (B)(6) 2017 due to noise oversensing. The device returned to sinus appropriately before any therapies were delivered during oversensing. The cause of noise was unknown. No lead measurement issues were noted. Noise was not seen in real-time. The patient was asymptomatic due to the event. The generator was replaced successfully and there were no signs of oversensing since. The patient was doing well post operation.